Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices and stimulation was lost. Programmer displayed error code 2501. In turn, ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.